Event description:
On 07/27/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. Hemostasis was not achieved with the device, and manual pressure was held with control of the bleeding. On 07/30/1998 the pt underwent surgery for vessel occlusion. The surgeon reportedly found that device anchor and collagen were within the artery. The device was removed and a venous patch was placed. The pt was discharged home without further complications. As of 08/25/1998 there has been no further report to the MFR of complication or pt sequelae.